Event description:
Patient reported experiencing elevated blood glucose levels from 400 mg/dl - hi. Patient stated she was sleepy, thirsty, and was having frequent urination; was able to self-treat. Patient reported she had a kidney infection. Patient stated her blood glucose level was 500 mg/dl and she began vomiting; called the paramedics who took her to the hospital. Patient reported at the hospital her blood glucose level was 400 mg/dl and she was treated with IV fluids. Patient alleges her elevated readings were due to a bent cannula; alleged cannula has been discarded. Requested return of the cartridge and test strips.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.